Event description:
The ge oec 2800 uroview fluoroscopy system had a failure of the monitors. An auxiliary endoscopy cart was used for procedures until the monitors were repaired. No case cancellation or negative patient effect reported.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a blown f4 fuse. The fuse was replaced and power restored to monitors. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue.